Manufacturer narrative:
Product ID 3889-28, lot# v693797, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v693797, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient was implanted for interstitial cystitis and there was a possible problem with the lead. It was stated, the patient lost 33 pounds which caused their lead to get ¿all bunched up.¿ it was noted the patient started losing weight in (B)(6) and then in (B)(6) the problems started with their lead. Reportedly the lead was ¿poking in and out of the skin type thing underneath" and they were "all bent up.¿ the patient stated their doctor was going to remove and replace the lead and implantable neurostimulator (ins) the week after report. It was noted the patient had concerns about taking the electrode off the nerve and then re-implanting the same day. Additional information from the healthcare provider stated the event was attributed to the ins and there was battery depletion. It was stated there was a kink in the lead. Reportedly, a surgical replacement occurred.

Event description:
It was later reported the patient¿s device was replaced on (B)(6)-2013 and the patient was seen post-op on (B)(6)-2013 and was experiencing no problems. It was stated the incision site looked good and the device was working properly. Additional information stated the patient did not have concerns with their device or therapy. It was noted the patient¿s weight loss resulted in a kinked wire that is why it had to be replaced.